Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The monoblock assembly was replaced and the cradle was tightened. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed an error message during fluoroscopy. No pt injury was reported.